Event description:
It was reported that the leads were removed due to having fractured due to patient growth. The leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.